Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt recently lost stimulation. The pt attempted to increase the amplitude, however, even at maximum stimulation, the pt cannot feel anything. The pt was referred to his physician for reprogramming. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the leads remain implanted. No further pt complications were reported.